Event description:
It was reported that, "during the tha, when the surgeon was reaming a femur with the reported device, it broke."

Manufacturer narrative:
Supplemental report will be submitted upon completion of the investigation.